Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right radial artery. The 70% stenosed, 4.00mm x 32mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation of an implanted stent. However, during the second inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.